Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Two photos were received by our quality team for evaluation. Upon visual inspection of the photo it was observed that valve has moved towards the luer side. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. The appropriate personnel have been notified of this complaint. Bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "we received feedback about leaking indwelling venous cannulas last friday [(B)(6) 2021]. Blood has obviously flowed back from the injection valve. Normally this valve is located directly under the injection cannula and is displaced".